Event description:
Tech alleged that the back of the stretcher would not go down. There was no pt impact.

Manufacturer narrative:
The tech checked and found the mechlock was bent. The tech removed the auto control feature per the accounts request to resolve this issue.